Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged the patient's "injuries were related to a defect in the composix kugel hernia patch on january 6, 2012 the date of removal procedure." The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and a ventralex. On (B)(6) 2012 - as alleged, patient had unspecified injuries due to the "defect in the composix kugel hernia patch" (device 1) and underwent removal of the mesh. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device 1). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and a ventralex. (B)(6) 2012 - as alleged, patient had unspecified injuries due to the "defect in the composix kugel hernia patch" (device 1) and underwent removal of the mesh. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device 1). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with symptomatic incisional hernias thereby underwent open repair with the implant of ventralex mesh (device #1) and composix kugel mesh (device #2). Per operative notes, "the total defect was noted and the hernia had extruded and the contents were reduced. A ventralex mesh (device #1) was placed and sutured. A composix kugel mesh (device #2) was placed against anterior abdominal wall was sewn in place and sutured." (B)(6) 2009 - patient was diagnosed with extensive adhesions thereby underwent lysis of adhesions and re-tack in one corner of previous mesh. (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia, right indirect inguinal hernia and right lower quadrant pain thereby underwent removal of mesh. Per operative notes, "the scar was excised. The underlying ventral hernia mesh (device #1) was removed. The ventral hernia mesh (device #2) in lower midline was folded on left side inferiorly. Most of the mesh was removed. The upper one-third of mesh was left in place. Adhesions were taken down. The right indirect inguinal hernia was repaired using sutures." (B)(6) 2015 - patient was diagnosed with multiple recurrent ventral incisional hernias and pain thereby underwent laparoscopic repair with implant of ventralight st mesh (device #3) and removal of mesh. Per operative notes, "adhesions to the anterior abdominal wall in left lower quadrant was taken down. Two midline hernias towards the upper portion of infraumbilical region was reduced. A ventralight st mesh (device #3) was placed and tacked. A mesh (device #2) was removed."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged the patient's "injuries were related to a defect in the composix kugel hernia patch on (B)(6) 2012 the date of removal procedure." The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh - composix kugel (device #2). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.